Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoir. No leaks were observed during analysis. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4)..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in side the insulin pump. Customer's blood glucose level was 179 mg/dl. The insulin pump will be returned for analysis.